Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a colonoscopy procedure on (B)(6) 2012. According to the complainant, during the procedure the clip locked onto the target site, but would not release from the delivery catheter. The clip was removed from the site and from the patient. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly mashed onto the bushing. Additionally, a kink was present in the control wire and the sheath grip was detached from the over sheath. Functionally, the clip assembly was not able to be opened, closed, or released from the delivery catheter. The reported event of clip failed to release from the delivery catheter was confirmed through analysis of the returned device. The evaluation revealed that the clip assembly was mashed onto the bushing which prevented its release from the delivery catheter. This damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to separate from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a colonoscopy procedure on (B)(6), 2012. According to the complainant, during the procedure the clip locked onto the target site, but would not release from the delivery catheter. The clip was removed from the site and from the patient. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.